Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was swimming with insulin pump and it was failed. Customer stated that there was a crack on back of the insulin pump. Customer stated that the insulin pump was exposed to water moisture; however there was no visible water or fluid in the insulin pump. Customer also stated that the keypad was unresponsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Self test returned an unexpected pump error 75. After further review of the device interior, there is corrosion around the battery connectors located on electrical board. There was mold growing within the internal battery connector itself. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.